Manufacturer narrative:
Section h3, h4: additional information manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6), evaluated under manufacturer's report # 3003306248-2020-00047) and was reviewed. The system operated at speeds around the set speed throughout all data observed on the event date, (B)(6) 2020. A can bus send error sub-fault was observed on (B)(6) 2020 at 17:43, causing the reported s3 alarm. Flow readings were observed to be 0 lpm after the observed s3 alarm ¿ the flow blanking issue was also caused by the can bus send error sub-fault. The system was observed to be shut down at 17:46 and did not appear to be in patient use throughout the remainder of the log file. No other notable events were observed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center under work order #(B)(4) on 22jul2020. The motor was functionally tested and was found to perform as intended ¿ no atypical events occurred throughout all testing. S3 alarms caused by a can bus send error sub-fault were stated to resolve upon power cycling the console. Preventive maintenance was performed, and the motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. Review of the device history record for centrimag motor serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 3003306248-2020-00047. It was reported that the patient had covid-19 and required ECMO respiratory support. Vv ECMO was initiated with 5.7 lpm flow. Within 5 minutes, the centrimag console alarmed and read an s3 error code. The flow was unable to register on the screen. The back up console was turned on and a motor change to back up console took place in order to resolve the alarm and allow flow to be read.